Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a fall and it fixed her pain so she no longer needed a stimulator. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4)description: linear st lead, 70cm model #: sc-4316 lot #: 16013533 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.